Manufacturer narrative:
Concomitant medical products:100 ml b braun infusion bag (lot j8a709 exp 04/19) of 0.9% sodium chloride injection usp. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that after infusing mitoxantrone, small blue stains were noted on patient¿s outer jacket, shirt and linen. The red lumen was backing up blood into the end portion of the IV tubing. While flushing the line, the IV tubing was spraying fluid out through a crack in the tubing and no fluid entered the broviac catheter. No patient harm was reported.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak from a crack in the tubing was confirmed. Physical inspection revealed no anomalies. Functional testing resulted in a leak from a small hole at the top of the silicone segment. No tool marks or crush marks were observed on the upper fitment. Inspection under magnification showed that the leak is from a small hole on the silicone segment. The root cause of the hole could not be identified.

Event description:
The customer reported that after infusing mitoxantrone, small blue stains were noted on patient¿s outer jacket, shirt and linen. The red lumen was backing up blood into the end portion of the IV tubing. While flushing the line, the IV tubing was spraying fluid out through a crack in the tubing and no fluid entered the broviac catheter. No patient harm was reported.